Event description:
It was reported the rubber stopper got detached and was suck back to the off position. This was blocking the suction. The event occurred in the hospital during patient use. No patient harm/adverse event reported. Two opened devices have been returned for investigation.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: one video from the customer was included in attachments for complaint (B)(4), per video provided the rubber was observed detached when the valve mechanism was activated. Photo from video was also provided by customer, as well as two (2) units from part number z250-14, which were received in a plastic bag without original package. The samples were visually inspected under normal conditions of illumination to detect any discrepancies that could affect the product functionality. No discrepancies observed that could affect the functionality of the 2 returned samples. Two returned samples were connected in the valve air leak tester to confirm if the parts were occluded. The two returned samples passed the air leak test; no occlusions were detected in any of the two returned samples. The valve was activated at different times to ensure that all components were present and activated correctly. Returned samples were activated manually 3 times per each sample and worked without any difficulty (the rubber was not detached). Based on the analysis performed for 2 returned samples, the failure mode of ¿a0350 - occluded/blockage" was not confirmed. No other analysis was performed. Production personnel perform 100% activation test - manually activate 3 times. Production personnel perform 100% air leak test of suction pro valve. Verify valve body shall not leak at 25in of hg at a minimum, and the balls in the 3 flow meters fall to zero. Reject any valve where flow meter reads more than zero and remove the valve. Quality personnel verify each 2 hours that leak test 100% testing is performed properly by manufacturing operator. Root cause cannot be determined since the failure mode was not confirmed. No action taken since the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.